Event description:
Patient presented to the physician with ongoing ear pain and headaches. Physician performed imaging and identified that the stimulation lead was tunneled through the right sternocleidomastoid muscle, which was suspected to be the source of the patient¿s symptoms. Physician brought the patient into the or, replaced the stimulation lead and ipg, and closed. This resolved the issue.